Event description:
Information received by medtronic indicated that the customer received the error code - this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement (pump error 130), interprocessor communication error (pump error 2) and the error code of an error in the motor was detected by reading unexpected value from hall sensor (pump error 43). The customer also reported the hairline crack. Troubleshooting was performed and the customer was able to clear the alarm successfully and stated that the pump rewind was completed and the insulin pump did not pass the displacement test. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will  be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to verify pump error 43/130/2 alarm/device test failed alarm or perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor and motor.¿successfully downloaded history files and traces using thump. Critical pump error (open book image) alarm was triggered by a pump error 35 fatal alarm confirmed in the pump history file/traces on 01-jul-2023 at 17:20:52 due to moisture damage on the force sensor. (6) pump error 43 alarms found in the pump history file/trace on 01-jul-2023 started from 17:04:12 to 17:20:52. (5) pump error 130 alarms on 01-jul-2023 started from 17:00:46 to 17:04:42. Pump error 2 alarm found in the pump history file/trace on 01-jul-223 at 17:04:43. Force sensor zero offset not within specification (-142.3 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, cracked select button keypad overlay, pillowing keypad overlay, scratched case and minor scratched lcd window. Critical pump error (open book image) alarm confirmed due to pump error 35 alarm. Pump error 35 alarm confirmed due to moisture damage on the force sensor. Pump error 43/130/2 alarm/device test failed alarm was unable to confirmed. Cosmetic damage confirmed at the back of the battery compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.